Event description:
It was reported that upon opening the packaging of the stent during preparation for a tracheal pta/stenting treatment procedure, it was noted that the outer sheath of the delivery device was cut. The physician attempted to deploy the wallstent uni 10mm/42mm/100cm by retracting the sheath manually, but the stent was not deployed correctly and before he reached the end of the catheter, the stent 'jumped inside the pt'. It is noted that a rigid bronchscope was used in this procedure. The physician removed the stent and terminated the procedure. No pt injuries or complications were reported. The pt status is reported as 'good'.